Event description:
It was reported that during a surgical procedure at the user facility, the light of the helmet was overheating and left a small red mark on the forehead of the user. It was reported that the small red mark was not treated as a burn and no treatment was necessary. The procedure was completed successfully. No delay and no medical intervention were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the light of the helmet was overheating and left a small red mark on the forehead of the user. It was reported that the small red mark was not treated as a burn and no treatment was necessary. The procedure was completed successfully. No delay and no medical intervention were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
During the device evaluation, a probable cause of the reported event was the led overheating, but it was determined that a probable cause of the reported red mark on the forehead of the user was the strap of the helmet being too tight. The helmet is not a repairable device and will therefore not be returned to the user facility.